Event description:
Customer reported she has been experiencing some low blood glucose for about a couple of weeks. Customer stated she would be low in the afternoons and also sometimes high. Customer went to the doctor and he said the insulin pump was working well. Customer has treated with orange juice and coffee with sugar. Current blood glucose is 161 mg/dl. Customer complained about her blood glucose level being up and down. It has gone as low as 56 mg/dl and as high as 300 mg/dl. She stated the drive support cap is recessed and she was disconnected during the prime sequence. Troubleshooting was not completed as the customer was unable to continue with the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.